Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and vomiting. It was reported that the patient was hospitalized due to abdominal pain and vomiting. The patient was treated with injection ceftazidime (125mg, once a day, intraperitoneal, ongoing) and injection vancomycin (2gm, every 5 days, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient recovered from the abdominal pain and vomiting. On unknown date, antibiotic treatment was discontinued. On an unknown date, the patient was discharged from the hospital. It was reported that pd therapy was discontinued, the pd catheter was removed and the patient shifted to hemodialysis. Same hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.